Event description:
During the evaluation of the unit on 7/26/07, the reported failure was confirmed. The failure was isolated to the main pcb. This is not associated with the recall. There was no pt harm reported.

Manufacturer narrative:
The manufacture facility has initiated a corrective and preventive action associated with the confirmed failure.